Manufacturer narrative:
Date of event: exact date unknown, event occurred five months ago.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.